Event description:
Patient presented to the physician with low grade fever and pain with swelling at the stimulation lead incision site on (B)(6) 2021. Physician prescribed antibiotics. Patient presented back to the physician one year later with an infection at the stimulation lead incision site on (B)(6) 2022. Physician prescribed antibiotic.

Event description:
Patient presented back to the physician with continued infection. Physician brought the patient into the or and removed the inspire system. This resolved the issue.